Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that stopped oscillating in the middle of ultrasound phase, and oscillation failure was confirmed during cataract procedure. The procedure was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. One opened phaco tip without wrench in a bag was received. The phacoemulsification (phaco) tip was visually inspected and deemed conforming. There was wear on the threads, back of flange and nut corners consistent with threading on a handpiece. A functional flow check for occlusion was performed and deemed conforming. A good flow exiting the tip was observed. The threads were checked with a go/no-go 4-40 thread gage and the threads were deemed to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual and functional testing associated with the reported event; therefore, a phaco tip stopped oscillating during surgery was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phaco tip was manufactured to specification. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).